Event description:
It was reported that the zimmer ats 750 won't hold pressure up. Additional clinical follow up with the customer indicated that the issue actually occurred over 6 months ago pending the decision as to whether to have the device repaired or not. There was no injury to a patient, but there were no further details associated with the reported issue since it had occurred so long ago.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.